Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in pacing threshold measurements to 1.6v during an elective revision procedure. The increased measurements were believed due to a microdislodgement while revising another lead. As measurements for this ra lead remained within acceptable limits it was left as-is and the procedure completed. Measurements following the revision procedure confirmed adequate therapy was available. No adverse patient effects were reported. This lead remains in service.